Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Device received; however, not yet evaluated.

Event description:
It was reported that the device produced an incomplete mesh during a cadaver lab procedure. It also was reported the device had a broken ratchet.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on february 22, 2017, it was reported that the device produced an incomplete mesh and it had a broken ratchet. On march 6, 2017, it was clarified that the issue occurred during the processing of donor skin. The harvested graft was not usable and the device has not been repaired by someone other than zimmer biomet. An alternate device was retrieved to complete the procedure and the event did not occur upon opening the device or before first use. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that incomplete mesh and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on february 28, 2017 revealed that the calibration was out of specification. The roller gear was very worn, the side plate ears were dented, the shoulder bolts were worn, and the comb was rough. It was also noted that the ratchet performed as intended. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced a passing sample mesh and functioned as intended. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was non-verifiable since during the initial inspection it was noted that the comb was rough and no testing could be done to try to replicate the incomplete mesh. However, it was noted that the ratchet performed as intended. During the initial inspection it was noted that the comb was rough and no testing could be done to try to replicate the incomplete mesh. However, it was noted that the ratchet performed as intended. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results revealed that the comb was rough.